Event description:
The distal tip of the catheter detached in the pt's ureteer during a stone manipulation procedure. Retrieval of the tip segment was successful. Follow up revealed the procedure was successfully completed. The pt was discharged the following day and is doing well. The device was received, evaluated and retained by the MFR. The break occurred where the cone tip bonds to the catheter. An insufficient amount of bond was noted upon evaluation.